Manufacturer narrative:
Visual inspection performed by r&d project manager: the part analyzed is according to the event described. The tip of the tap is broken. Internal test / verifications: the hardness of the part failed during surgery has been analyzed, the hardness is compliant to the specifications. Root cause hypothesis: the root cause of the failure could be the excessive lateral bending applied to the instrument. According to the shape of the fracture surface, the failure mode could not be due to torsion (or axial load due to torsion typical of screw-nut coupling). Batch review performed on 12 march 2019: lot 1410927: (B)(4) items manufactured and released on 26 june 2014. No anomalies found related to the problem. To date, 6 other similar events have already been reported on items of the same lot.

Event description:
When tapping the pathway for the first screw, the tip of the tap broke off. According to the surgeon no excessive lateral forces were applied. The tip was removed with the help of a kocher forceps.